Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient had a removal of a non synthes plate. The patient was initially operated in (B)(6) 2013, the initial procedure was a c4-5 disc arthroplasty and c5 -6, c6-7 anterior cervical discectomy and fusion ( acdf) the event reported is the removal of cervical disc arthroplasty device at the c4-5 level, due to subsidence of superior endplate into c4. Removal of existing cervical plate was essential to perform revision surgery of c4-5 acdf. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: five lateral cervical x-ray images were received, among these five images, one is marked as flexion and one is marked as extension. No date information is presented on any of these images. An artificial disc is presented at c4/5 level and a two-level acdf spans from c5 to c7. Two intervertebral spacers are implanted at c5/6 and c6/7 spaces,each spacer has three markers. Motion exists between two artificial disc endplates when comparing flexion and extension images. Their anterior and posterior edges are aligned. The superior endplate and it¿s keel subside into the lower one fourth of the c4 vertebral body. Because I don¿t know when these images were taken, it¿s difficult to determine if this subsidence happened overtime or if this was a result right after the surgery. Implant artificial disc and acdf together is off-label in us. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: revision surgery and subsidence of superior endplate into c4. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is doing fine.